Manufacturer narrative:
Circadiance has chosen to report instances of nurse call jacks that are damaged but still remain mechanically intact to the point where a user would be able to make a physical connection to the nurse call jack. If the user did not verify that the connection to the nurse calll system was made, the user facility personnel may rely on the nurse call alarm versus relying on the integral alarm in the monitor to decide when to act. This would be an unexpected action given that this would mean that trained medical staff would ignore a primary device alarm and only respond to alarms at a nurse call station.

Event description:
A user facility reported that "alarm connector broken inside alarm port" occurred on a smart monitor 2psl monitor, model 1028970, serial number (B)(4). The alarm port referred to by the customer in this complaint is a female jack that allows the monitor to be connected to a hospital nurse call system. In this case, the alarm port connections have been determined to be physically broken at the point where the jack is attached to the main circuit board. At least one of the connections is still intact.